Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber balloon catheter (4 mm 4 cm 150), it was reported that a cross over approach was made and a saber with the guidewire (chevalier, fmd) was attempted to approach to the lesion under echo guide. However, after several minutes, the saber became stuck at the chromic total occlusion (cto) lesion. The physician attempted to remove it by pulling by forth, then it seemed that the shaft was stretched. Therefore, the balloon catheter was removed intact from the patient and a new non-cordis balloon catheter was used. The procedure finished successfully and there was no reported patient injury. The product will not be returned for analysis. The target lesion was the left superficial femoral artery (sfa). The patient¿s vessel level of tortuosity and calcification are unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. It is unknown if the catheter was ever in an acute bend. It is unknown if the withdraw difficulties experienced was when being removed from the vessel or from the guidewire/sheath or was it caught/snagged on a stent.

Manufacturer narrative:
Complaint conclusion: during the use of a saber balloon catheter (4mm4cm 150), it was reported that a cross over approach was made and a saber with the non-cordis guidewire approached the lesion under echo guide. However, after several minutes, the saber became stuck at the chronic total occlusion (cto) lesion. The physician attempted to remove it by pulling back and forth, then it seemed that the shaft was stretched. Therefore, the balloon catheter was removed intact from the patient and a new non-cordis balloon catheter was used. The procedure finished successfully and there was no reported patient injury. The product will not be returned for analysis. The target lesion was the left superficial femoral artery (sfa). The patient¿s vessel level of tortuosity and calcification are unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. It is unknown if the catheter was ever in an acute bend. It is unknown if the withdraw difficulties experienced was when being removed from the vessel or from the guidewire/sheath or was it caught/snagged on a stent. The device was not returned for analysis. A device history record (DHR) review of lot 17200228 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system failure to cross,¿ ¿body/shaft unraveled stretched - in-patient,¿ and ¿pta/ptca system withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to cross, unraveled/stretched, and withdrawal difficulty could not be determined. Based on the limited information available for review, vessel characteristics (chronic total occlusion) and handling/procedural factors (balloon stuck in lesion, pulling back and forth) may have contributed to the reported events. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.